Event description:
Dentist made initial contact noting handpiece overheating and burnt patient on inside of right cheek. During follow up to obtain additional information, the office advised that they had no additional information regarding event or any follow up treatment.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. No abnormalities were detected. The device was returned to the distributor after rechecking it.